Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on 2/24/2017 resulted in defect found and the event was determined to be reportable. The most likely root cause is black chemistry due to improper storage.

Event description:
Consumer reported complaint for e-3 error; test strip error. The e-3 error occurred as soon as the test strip was inserted. The customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. The test strip lot manufacturer's expiration date is 12/18/2017 and open vial date was not disclosed. During the call on (B)(6) 2016, a blood test was not performed by the customer as customer's test strips are part of recall. The product storage was not disclosed. Adverse event not reported at time of call on (B)(6) 2016.